Event description:
A (B)(6) distributor contacted zoll customer support to report a (B)(6) patient was receiving constant check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon receipt the monitor failed an incoming test. The cause for the alarms and the failure was a pinched orange (lead2-) wire in ECG-c. The root cause for the pinched wire cannot be positively determined. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.